Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: e sbf2514c103e, serial/lot #: (B)(4), ubd: 13-dec-2019, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 13-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately three months later the physician called technical services to inform medtronic of the explant of the stent graft that took place that day. The device was explanted due to occlusion. It is unknown whether the stent graft is occluded or if the stent graft was occluding the renals. The cause of the event is currently unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Explant evaluation summary: from the examination of the returned devices and limited clinical information provided, the cause of the stent graft thrombosis observed within a ~40mm length section of the ipsi limb extension could not be determined. Analysis of the returned device did not reveal any stent graft anomalies that could explain the reported event. No films were available for review and the location amount of limb thrombosis could not be assessed, the anatomy at implant is unknown, and the stent graft in-vivo configuration could not be evaluated. It is possible that limb placement into restrictive anatomy (small distal aorta, tortuous iliacs), with the potential for stent graft kinks or compression may have led to the thrombus. The amount of stent graft oversizing is unknown and implanting the iliac extension into the external iliac artery may have also been a contributing factor. The thrombus may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.